Event description:
It was reported that a foreign object was found in the sleeve. The target lesion was located in the cephalic vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During procedure, the protective sleeve has shifted about halfway from its position. A foreign object was noted at the sleeve. There were no abnormalities in the packaging prior to use, and the device did not come into contact with dirty areas. There were no patient complications as result of the event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).